Event description:
It was reported that the patient's blood glucose level (bg) rose to 335 mg/dl. The needle deployed early when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn. Additional method of treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. The device completed first prime at 43 pulses, and it was deactivated at 53 pulses. The device completed first and second prime in an expected number of pulses. No damages were observed to the device that would result in the needle deploying early. The cause of this event could not be determined. An 0x33 alarm was observed in the data. No timeouts nor drive stalls were observed in the data. The device was reset and rerun. No alarms, timeouts, nor drive stalls were observed in the rerun data.